Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of myocardial infarction, thrombosis and restenosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. A review of the lot history record and complaint history of the reported device could not be conducted because the lot numbers were not provided. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that a 3.0 x 18 mm absorb scaffold was implanted in the proximal left anterior descending (lad) artery on (B)(6) 2014. Pre-dilatation was performed with a 3.0 mm balloon and post-dilation was done with a 3.25 mm balloon. The patient stopped dual antiplatelet drug therapy (dapt) several months ago. On (B)(6) 2017 the patient presented with an anterior st elevated myocardial infarction (stemi). The patient was treated with thrombolysis and transferred to the cath lab the next day. Angiography and optical coherence tomography (oct) showed restenosis in the treated segment. It looked like a combination of neointimal hyperplasia and negative remodeling. Balloon angioplasty was performed. No stent was implanted due to concerns that the patient would not be dapt compliant. No additional information was provided.